Event description:
It was reported the external paddle set was damaged and cannot work properly. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The reported problem was confirmed. The paddles had been damaged and required replacement. The paddles were replaced and the device was returned to service. The customer was provided with replacement paddles to resolve the issue.

Event description:
It was reported the external paddle set was damaged and cannot work properly. There was no patient involvement.